Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 9, but there were no notable events before the malfunction occurred. There was no adverse impact on the customer's blood glucose level, indicating it did not exceed 500 mg/dl (27.7 mmol/l). After addressing the situation, the customer was advised by technical support to continue using the pump and to call back if the malfunction code recurred. The caller understood and acknowledged these instructions.